Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Should be adverse event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient experienced the pain at the implant site. There was no sign of infection. The explant occurred on (B)(6)2017. The device was previously implanted on (B)(6) 2016 lead and implantable neurostimulator (ins). On (B)(6) 2016 only the ins was replaced. There was no communication issue. The physician did not measure telemetry as the device was to be explanted. The physician¿s observation about causality was unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97791, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay. The ins passed functional testing. Due to the reported complaint, a connector block leakage test was performed and normal impedences were observed, indicating there were no electrical leakage paths in the connector area. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) and two leads. The patient's relevant medical history and underlying disease includes ossification of the cervical posterior longitudinal ligament. It was reported that, during an explant procedure, the implanted leads were withdrawn from the device without using a torque wrench. In an ins implant procedure that occurred on (B)(6) 2016, the manufacturer representative saw the physician fix the leads using a torque wrench. No telemetry with the device was established "since an explant procedure was to be performed". A set screw may have not been tightened vertically and may have led or contributed to the issue. The device settings when the issue occurred were not specified/unknown. There were no x-ray images available and no telemetry data available. No diagnostics or troubleshooting was performed and no interventions/actions were taken. The issue was not resolved at the time of the report. It was reported that no surgical intervention occurred or was planned, however, it was also reported the ins was explanted and leads were explanted on (B)(6) 2017. There was no patient injury. The physician's observation about causality was asked but unknown. The event date was also asked but unknown.

Manufacturer narrative:
The initial reporter was updated. Upon further review, the initial reporter is unknown. Report source (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.